Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that pump therapy has been discontinued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an MRI on (B)(6) 2016, and that the facility followed all MRI procedures as per the instructions for use (IFU). After the MRI, the patient's pump medication dosage was increased every week. During an appointment on (B)(6) 2016, it was reported that medication was expected in the pump, but the pump reservoir was empty. The patient complained of increased pain in the week before the appointment. The pump was refilled and the medication concentration was increased. The patient reported that they were happy with their level of pain relief the following day. The results of a catheter access port (cap) dye study performed on (B)(6) 2016, and the catheter was later found to be patent and in the correct location. The medication was removed from the pump and refilled with saline. A 0.0 mcg/day constant flow rate was programmed. It was noted that the physician suspects that the patient may have tampered with the pump. The physician has not yet decided whether the patient will continue with pump therapy.